Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire medical was able confirmed and duplicate the reported issue, due to an inadequate connection between the o2 (oxygen) blender clear tubing pisco connector and the pt5 of the analog pcba (printed circuit board analog). This is isolated to operator error - improper installation.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator had an audible leak internally. The customer confirmed that there was no patient involvement associated with the reported event.